Event description:
Upon routine interrogation of pt's alco, apparently found to have low battery; device is about 4 years old and this is shorter life than expected. Pt had to undergo eyes replacement. In 2004.